Event description:
Pt admitted 11/5/96 with diagnosis of metastatic breast cancer for chemotherapy. On 11/6, catheter was placed in rt subclavian vein. Next day,swelling was noted at catheter site. Area continued to swell as did pt's complaints of pain. Catheter was removed on 11/11/96. On 1/9/97, verbal statements by surgeon in response to investigation of complaint by pt/family: "the catheter had a hole in it and leaked." Surgeon states he saw hole in device. Device was not saved. No device ID available.